Event description:
The facility reported a flo-gard infusion pump with a constant occlusion alarm on channel 1, which interrupted a patient infusion in the facility's intensive care unit. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Event description:
Caller reported blood glucose results of 292 mg/dl and 110 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.